Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered vessel perforation requiring a pericardiocentesis and the procedure was stopped. It was reported by the biosense webster inc (bwi) representative that during an afib case, after gaining access, anatomy was created and the ablation and cs catheters were inside the patient's body. The radiofrequency rf catheter was pulled back to the inferior vena cava (ivc) and while manipulating the other catheter, the rf catheter was bumped and immediately a high force valued at 55 grams was displayed on the carto® 3 system. The catheter was also visualized outside of the area that had been mapped and was immediately pulled back to the ivc. The ablation catheter continued to be used until a low blood pressure incident was noted. The ice catheter was used, and a perforation was discovered on the ivc. The case stopped and the ¿ir¿ was called to drain the access blood using a needle. The case was ended. The bwi representative stated that the patient was in stable condition at the time of the call.